Manufacturer narrative:
All buttons functioned properly during testing. No button error alarms were noted during testing. The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No moisture damage was found on the electronics, motor, battery tube or vibrator assembly during visual inspection. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was in the hospital on (B)(6) 2016 due to a diabetic ketoacidosis. The insulin pump alarmed button error. Customer's blood glucose level was 415 mg/dl. The customer's blood glucose level was treated with IV and the insulin pump. The customer was wearing the insulin pump at the time of hospitalization. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.